Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2025-27620. Related manufacturer report number: 2017865-2025-27621. It was reported that a patient presented with e. Coli endocarditis with vegetation on the atrial lead. The patient's implantable cardioverter defibrillator (ICD) and leads were explanted on (B)(6) 2024. The patient passed away (B)(6) 2024. It is unknown if the patient¿s death was caused or contributed by any of the patient¿s abbott products or any procedure involving the abbott products.